Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that the liberty cycler set had a malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture grew the bacteria staphylococcus epidermis which is bacteria normally found on human skin. Based on the reported information, the peritonitis event can be reasonably attributed to touch contamination during the pd exchange, as reported by the pd nurse.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy was in the hospital with peritonitis. There were no reported allegations that the event was caused by an issue/malfunction with fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized for weakness with multiple falls at home. The nurse indicated that the falls did not occur during pd treatment and were not related to product/dialysis. However, during the hospitalization it was discovered the patient had peritonitis. Per the nurse, a pd culture obtained (date unknown in the hospital) which grew the bacteria staphylococcus epidermis. The patient was treated with antibiotic therapy utilizing vancomycin ceftazidime (dose unknown) intravenously (IV). Additionally, the patient underwent placement of a central venous catheter (cvc) and was switched to hemodialysis for renal replacement needs. On (B)(6) 2025, the patient left the hospital against medical advice (ama). The patient was to receive antibiotics with outpatient hemodialysis on (B)(6) 2025. However, the nurse states the patient did not come to her dialysis treatment due to feeling weak. The patient was subsequently readmitted into the hospital on (B)(6) 2025 for hypoglycemia caused by the patient not eating; unrelated to dialysis/product. The pd nurse confirmed that the patient did not have any fluid leaks or issues/ malfunctions with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to touch contamination during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided, the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed unconfirmed.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy was in the hospital with peritonitis. There were no reported allegations that the event was caused by an issue/malfunction with fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized for weakness with multiple falls at home. The nurse indicated that the falls did not occur during pd treatment and were not related to product/dialysis. However, during the hospitalization it was discovered the patient had peritonitis. Per the nurse, a pd culture obtained (date unknown in the hospital) which grew the bacteria staphylococcus epidermis. The patient was treated with antibiotic therapy utilizing vancomycin ceftazidime (dose unknown) intravenously (IV). Additionally, the patient underwent placement of a central venous catheter (cvc) and was switched to hemodialysis for renal replacement needs. On (B)(6) 2025, the patient left the hospital against medical advice (ama). The patient was to receive antibiotics with outpatient hemodialysis on (B)(6) 2025. However, the nurse states the patient did not come to her dialysis treatment due to feeling weak. The patient was subsequently readmitted into the hospital on (B)(6) 2025 for hypoglycemia caused by the patient not eating; unrelated to dialysis/product. The pd nurse confirmed that the patient did not have any fluid leaks or issues/ malfunctions with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to touch contamination during the pd exchange.